Event description:
It was reported that while the patient was doing some chores around the house when the patient received multiple shocks from the device. The patient was subsequently taken to the hospital. Upon further investigation, it was discovered that the patient's potassium levels were elevated. The doctors informed the patient that they suspected that the device had provided the therapy because it misinterpreted the elevated potassium levels as an indication that he was having an arrhythmic episode (or that one was imminent). Because of the patient's improved heart condition and the episode that led to the device administering the therapy, the doctor decided to turn off the device's functionality. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.